Event description:
It was reported that the tip of the device broke off in the pt's knee during surgery. The tip was retrieved, however, the surgery was delayed over 30 minutes. No further pt info is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. The lot number was not provided, therefore, the device history could not be reviewed and the manufacturing date was not determined. The cause of the complainant's event could not be determined from the info available and without device eval.